Manufacturer narrative:
Result : mid-gatch support bracket.

Event description:
It was reported that the knee gatch strapping has caused the plastic pieces underneath of it to break. Eval found that there were sharp edges on mid-gatch support bracket. No pt involvement or adverse consequences were reported.